Manufacturer narrative:
The reported event of pocket erosion was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-37776, related manufacturer reference number: 2017865-2021-37778. It was reported that a patient presented in clinic due to pocket erosion. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads were visible. The ICD, ra lead, and rv lead were explanted. The patient was stable throughout procedure.